Manufacturer narrative:
The referenced percutaneous lead (driveline_ repair was reported under medwatch MFR report# 2916596-2015-01479. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 4 months. A section of the replaced percutaneous lead (driveline), approximately 19" long was returned for evaluation. The previous driveline distal-end replacement was noted approximately 8¿ from the metal/controller connector. White rescue tape was also noted at the proximal end of the repair site. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the rescue tape, tears to the silicone jacket were noted underneath. However, the underlying bionate was free of damage. Fluid ingress was noted along the proximal and distal side of the repair, indicated by corrosion from the copper tubing and green residues on the foil of the repair. Examination of the driveline found breakdown of the braided shield adjacent to the metal connector. Shield disruption was also noted approximately 11" from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual examination of the driveline revealed breaches to the insulation of the black and orange wires on the distal end of the previous repair site, approximately 7.5" from the metal connector. The observed wire damage appeared to be the result of repetitive flexing. Significant abrasion to the insulation of the red wire was also noted. However, the remainder of the percutaneous lead was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the orange and black wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting phase-to-phase short would have resulted in the speed drop and pump stops as observed in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was in clinic and as soon as the lvad clinician connected the lvad system to the power module, the system produced ¿emergency alarms¿. The patient was asymptomatic. The patient reported that the lvad system frequently produces emergency alarms, however on interrogation of the system in clinic, there were only 2 days of history and no other emergency alarms. The patient was admitted into the hospital from the clinic that evening and an ungrounded cable was used. X-ray images reviewed by the technical service representative did not see any obvious areas of shield breakdown. The patient had a previous percutaneous lead (driveline) replacement on (B)(6) 2015 that was close to the system controller leaving enough room for a second replacement. On (B)(6) 2018, a percutaneous lead (driveline) replacement was performed without complications. The patient was placed on regular grounded power module patient cable post replacement without incident. The patient was expected to be released to home. No additional information was provided.